Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.5x20x144mm sterling es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the hub, balloon, wire and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 1mm in length and 7mm distal of the proximal markerband. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.5x20x144mm sterling es balloon catheter. No patient complications were reported and the patient's status was good.